Event description:
It was reported by service report that the pt right headend siderail was missing. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result - missing siderail.